Event description:
A physician was utilizing the manos incision less carpel tunnel release device during a carpal tunnel procedure (on right side) when the device did not deploy adequately and the proximal handle separated on (B)(6) 2011. The manos spear was deployed distally through the distal portal and the device failed and broke.